Event description:
It was reported that in (B)(6) 2025, during a previous fall, the stimulation intensity value decreased from 2.2 to 1.8. It remained unc lear whether this change was caused by the impact of the fall or by the individual's operation of the device, however the attending physician suggested that the decrease was likely due to the individual's operation, and the settings were subsequently adjusted to prevent the values from being modified or viewed. Following another fall that occurred last friday, the subsequent course of recovery has not been favorable. It is still uncertain whether the decrease in the value during the previous fall was caused by the impact of the fall. The attending physician suggested that the change was cognitively caused by the individual's operation, however the primary care physician indicated that the device might have triggered an emergency stop and recommended that the device be inspected. Symptomatically, the patient's condition appears to have regressed to a state similar to that before the surgery, resembling an "off" phase, with the body becoming immobile.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.